Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer continued to use the pump for insulin therapy. It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels of 450 mg/dl to "high" on the continuous glucose monitor (cgm). Bg cause was unknown. Bg was addressed via manual dose injections and infusion set replacements. Additionally, it was reported that the customer went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin as well as received zofran. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.